Event description:
A malfunction was reported. There was no reported impact to the customer's blood glucose level. The customer is returning the pump for inspection, and a replacement pump has been provided.